Manufacturer narrative:
A ticket search by architect concentrated ict diluent ln 2p32-11/lot number 28790un19 identified one other similar ticket for the complaint issue. Tracking and trending did not identify any related trends for the architect concentrated ict diluent. Manufacturing documentation was reviewed and no issues were identified. Additionally, labelling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect concentrated ict diluent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An physician questioned results for one patient sample (ID (B)(6)) tested on the architect c16000 system. Initial critically low sodium results of 113 and 121 mmol/l retested at 142 mmol/l. A new sample was collected and the result matched the result of 142 mmol/l. No adverse impact to patient management was reported.